Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their teeth are chipping. Their teeth are chipping because their teeth are moving, and their bite is now uneven and their teeth are hitting each other. Requested additional information from patient regarding the chipping and to provide photo and video.